Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant head was damaged, preventing proper engagement of the mount and the implant was removed. Procedure not completed.

Event description:
It was reported that the implant head was damaged, preventing proper engagement of the mount and the implant was removed. Procedure not completed. Upon inspection of the returned product, the implant¿s collar was found to be fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvmb11, (imp, tsv, mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed; the implant was returned with damage. The implants drive feature was damaged and the collar was fractured. Due to the damage, the implants internal channel was obstructed. DHR review was completed for the subject lot number 1290469. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1290469 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: damaged drive feature and dental: functional: fracture: implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors - unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged and the collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.